Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button would often get "stuck" and was very difficult to press. Reportedly, the customer was able to illuminate the display, but had to press the button many times with great force and sometimes the button would remain stuck. Customer did not provide further information. The customer's blood glucose was not impacted.